Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 49 and 71 hours. Patient's blood glucose levels rose to 18.8 mmol/l (338.4 mg/dl) and the patient changed the pod to lower the levels. When the pod was removed, patient noticed pain and swelling at the abdomen. An abscess formed and the patient applied a warm compress at home with baking soda. Patient attempted to lance the abscess with no relief. The patient visited the walk-in clinic inside of a walmart on (B)(6) 2025 and was seen by doctor at (B)(6). The patient was prescribed antibiotics cephalexin 500 mg (4 times a day for 7 days) for treatment. On (B)(6) 2025, the patient visited (B)(6) hospital and was seen by dr. (B)(6). Patient was released after 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received fully deployed. No damages were noted to the soft cannula, housing, or the formed needle under magnification that could have contributed to the reported infusion site event. The exact cause of the reported infusion site event could not be determined.